Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found a pinhole on the catheter just after placement.

Event description:
It was reported that the user found a pinhole on the catheter just after placement.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a pinhole on the rubberize layer, caused water leak out. Pinhole was possibly due to manufacturing related. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿important precaution 1) when catheter is inadvertently removed, inspect the balloon and shaft of catheter for rupture, defect, etc. Before inserting a new catheter. 2)when an part of the balloon and/or the catheter is missing, considering removing them using cystoscope. 3)when it is difficult to remove catheter by deflating the balloon, take appropriate measures according to the section "troubleshooting".